Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 30-40 mg/dl. The cause of low bg was unknown. The customer was driving at the time of the low bg, they felt disoriented and got into a car accident because of the low bg. They received third party assistance from emergency medical services (ems), who provided juice to address bg. The customer was then brought to the emergency room (ER) by ems on (B)(6) 2022 for one hour. The customer received carbohydrates and glucose tablets to resolve their low bg. The customer was released from the ER on (B)(6) 2022 with no permanent injury. Recommendation was made to consult with a healthcare provider to discuss diabetes management.